Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill (B)(4) sp was missing scale markings. This occurred on 2 occasions before use. The following information was provided by the initial reporter: patient was admitted in hospital at 07:45 on (B)(6) 2020 because of paroxysmal bosom frowsty and labored breathing for 1 year, relapsed four days, exacerbation for 1 day, at 12:00 patient had fluid infusion, nurse was going to seal the needle, at 12:01 she took the prefilled syringe for sealing tube. When she opened the bag, there was no any marking on the syringes, so it was replaced at 12:02 with the new prefilled syringe, it still had no marking on the syringe. At 12:03 the third syringe was replaced , and it was found to have the marking, no same question appeared again, so the third syringe was applied to the patient to seal tube normally. No adverse consequences were caused to the patient.